Event description:
It was reported that following a diagnostic angiography, the angio-seal device was deployed without complications. The patient remained in the hospital overnight as planned. The following day, the patient complained of a painful, red groin area and it was reported that a pus filled abscess was apparent. A swab of the area was analyzed and confirmed to be mrsa+. The patient was not thought to be mrsa+ prior to the procedure but had not been tested. The patient remained in the hospital and was being treated with systemic antibiotics and is reportedly recovering. The physician does not feel that this event was device related. Additional information was received in 2002, that the mrsa had cleared up and the patient was discharged in november 2002 mrsa-ve.